Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for breakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 13x100 mm 5.0 ml bd vacutainer® plastic ppt molecular diagnostics tube had incidents of breakage after freezing for ten days then thawed to room temperature. No injury or medical intervention.